Manufacturer narrative:
Product was inspected when received. One device was returned for evaluation. Upon investigation, it was noticed that the clip assembly was deployed and not returned with the device. The bushing was located inside the over sheath approximately 0 .25 inch from the distal end. The control wire was separated per design. A kink was also noticed in the coil. This complaint has been classified as root cause unknown.

Event description:
Note: this MFR. Report pertains to one of three devices that were used during the same procedure. Refer to associated MFR report # MDR_nov2008_300509980320086465 and MDR_nov2008_300509980320086439 for a description of the other device. It was reported to boston scientific corporation in early 2007 that a hemostatic clipping device was used during a colonoscopy procedure two days prior. (Patient gender, age and weight unknown) according to the complaint, during the procedure, the clips would not deploy and would not detach from the catheter. The case was completed with another hemostatic clipping device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."